Event description:
This subject was in the office yesterday to review a CT scan, and I conducted the 84 month visit at the same time. Unfortunately, the CT showed c5/6 osteolysis. This is the subject who had developed the weird titanium allergy (along with allergy to several other metals) ¿ he had seen an allergist for skin testing to confirm. Dr. Blumenthal is actually having him get additional metal allergy blood testing and then will determine a surgical plan for explant materials that can be used. A revision is scheduled for january.

Manufacturer narrative:
The device is still in-situ awaiting revision, no radiographs or allergy reports yet provided so the complaint could not be confirmed. Review of the reported event noted the patient has previously had allergic reactions to orthopedic implants in his foot and is showing symptoms as well as the alleged osteolysis. Due to a lack of information at this time no definitive root cause can not be determined however noted patient factors (allergy) suggest patient selection, implant selection and placement are possible cause or contributors. Once the investigation is completed an additional report will be provided. No material or lot information has been provided at this time. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions...osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium)..." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide..." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information,the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available..." "Intraoperative...excessive removal of endplate cortical bone may result in sub-optimal outcomes..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months." "Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "Cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to:..allergic reaction to the implant materials. Placement difficulties, device malposition.improper device sizing. Osteolysis, bone loss, or bone resorption..." "Cervical artificial disc risks: risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to...failure to relieve symptoms including unresolved pain..." "Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." 32226-e-2023-03.